Event description:
Additional information received indicated isometric testing was performed and myopotential oversensing was reproduced. The device was reprogrammed to resolve the event. Following reprogramming, post-paced t-wave oversensing was observed. Abbott technical support was contacted and the device was reprogrammed to resolve the event.

Event description:
Related manufacturer report: 2017865-2023-95362. During remote follow-up, non-sustained right ventricular oversensing episodes were observed. Abbott technical support was contacted and the cause is suspected to be myopotential oversensing or initial lead damage. The patient was in stable condition. Additional information was requested but is not yet available.